Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed moderately calcified lesion located in the moderately tortuous in a segment in the left antebrachial shunt of hemodialysis. As the physician inflated the sterling over-the-wire 8.0 x 20-40 (4f) catheter balloon at 12atm, the balloon ruptured inside the patient. The procedure was completed with a different device. Patient status is good.